Event description:
It was reported that the device was at elective replacement indicator (eri) level during an in clinic follow-up. Additionally, a sharp drop in estimated remaining voltage was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.